Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Reportedly, the customer was using non-tandem provided charging cable and wall adapter to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.